Event description:
The customer called for help with her contour system. While troubleshooting, she performed control tests and received a result of 24 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The customer used the last of her test strips while troubleshooting, so no product will be returned.